Event description:
The customer observed falsely elevated alinity I total hcg results for one sample. (Customer provided reference range <5 iu/l). Initial result = 4535.41 iu/l, retest results = <1.2, 1.2 iu/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number 07p51-74 to alinity I processing module, list number 03r65-01. MDR number 3016438761-2024-00525 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total ¿-hcg results for one sample. (Customer provided reference range <5 iu/l) initial result = (B)(6), retest results =(B)(6). No impact to patient management was reported.